Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. Customer also stated that insulin pump receive a calibration not accepted alert also change sensor alert. The insulin pump will not be return for analysis.